Manufacturer narrative:
Concomitant medical products: d314drg crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an a lead alert for high and undefined impedance on the superior vena cava (svc) coil of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.